Manufacturer narrative:
Despite the device was not returned, the x-rays provided confirm the dislocation of the device. This conclusion was verified by a medical expert upon review of the patient's case documentation. The opinion of the medical expert state as following: "please note that, the x-ray shows some scapular bone loss because of notching which may lead to accelerated wear and/or deformation of the polyethylene inlay. That in turn will lead to loss of conformity and a higher change of dislocation during a fall. " "evidently the implant wasn't loose as in loss of osseointegration, but I must suspect loose as in lack of stability due to the soft tissue laxity. Only replacing the modular components confirm that. Loss of osseointegration with loosening of either the glenoid baseplate or the humeral stem would have led to a total system revision." "It is not possible to make statements on the rotator cuff, since it is not known how this was pre-dislocation. In many rtsa cases the rotator cuff is irreparably damaged, making rtsa the implant of choice." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision due to dislocation after a fall; it was not related to any device. There was also loosening of the prosthesis, rotator cuff insufficiency , poly wear, and the patient had pain. Insert was replaced to 42+9a; the tray was replaced to a high+0.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision due to dislocation after a fall; it was not related to any device. There was also loosening of the prosthesis, rotator cuff insufficiency , poly wear, and the patient had pain. Insert was replaced to 42+9a; the tray was replaced to a high+0.